Manufacturer narrative:
(B)(4). Batch # n5740z. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: it was reported that the procedure was a laparoscopic hemi-colectomy. However, the ntlc75 device is designed for use in an open procedure. Was the procedure converted to open? The surgery is laparoscopic right hemi-colectomy. In hong kong, the common practice is the surgeon would open a specimen wound and take the colon out and use stapler. So, open staplers would be used. Did any pieces of the device fall in the patient? No. Will all pieces be returned with the device? Yes.

Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, the device was used to do a side to side anastomosis. When the surgeon performed the second firing, the firing knob stopped at the middle of the staple line. Then, the fitting knob could not go on to cut through the previous staple line. Another surgeon helped to fire the rest of the reload; however, the firing knob was broken. The surgeons turned out firing the reload with a debakey. There were no adverse consequences for the patient reported.